Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced pump error alarms. The customer stated that the motor arm cannot communicate with the main arm. The customer stated that the critical block and inverse critical block did not add to zero. The customer's blood glucose value was 51 mg/dl. The customer treated and her blood glucose went up to 71 mg/dl. The customer was assisted with performing a self-test and it passed. The product was not returned for analysis.